Manufacturer narrative:
As no further information is expected, the investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this patient experienced syncope and presented to the emergency room. Device data revealed the threshold changes at the time of syncope. The threshold output was increased and the lead will continue to be monitored. No additional adverse patient effects were reported.